Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2015. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. Based on available programming data, the device was never programmed on. Attempts for additional information have been unsuccessful to date.